Event description:
It was reported that during implant, the right atrial (ra) lead was undersensing and would not sense the p-waves. The ra lead was not used, and the physician chose not to place an ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).